Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that she had multiple infusion sets that had kinked. The patient's blood glucose level rose to 419 mg/dl and the patient required additional insulin injections. Ketones also occurred. No permanent or life threatening injury occurred. Related to MFR #2183502-2016-01472, 2183502-2016-01473.